Event description:
It was reported heparin 25,000 units/250ml premix bag was programmed to infuse via interoperability at a rate of 14 units/kg/hr (10.346 ml/hr) at 5:42 am. At 2:12 pm the infusion was paused per protocol for one hour and restarted at 3:15 pm at a rate of 11 units/kg/hr (8.129 ml/hr). At 7:35 pm a new bag was hung, however a new bag should not have been needed at that time. At 8:28 the clinician sequestered a new device. Prothrombin time (ptt) levels were monitored. Patient had an abnormally high ptt of 124 seconds. Heparin was temporarily discontinued and restarted at a lower rate. Ptt levels remained within the normal range thereafter. It was reported by the customer that the medical administration record (mar) actions were not correctly documented which may have led to inconsistent volume calculations.

Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of heparin was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory test results performed on the reported suspect device confirmed the pump module and administration set to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date of 12 september 2024. The event time was reported as 5:42 am. On (B)(6) 2024 at 4:03:49 am the user programmed an infusion under the following parameters, patient weight=73.9; drug amount=25000 units; diluent volume=250ml; concentration=100; rate=12.563 ml/hr; vtbi=139.261ml, infusion started. At 5:42:12 am the user entered a new rate=10.346ml/hr; vtbi=250ml; (pvi):4726.6ml; drugid=621, infusion started. At 3:08:29 pm the user entered a new rate=8.129; vtbi=250ml, infusion started. At 7:31:55 pm the user changed the vtbi to 5ml at 7:51:27 pm the user entered a new vtbi=240ml, infusion started. At 8:28:20 pm the unit was tuned off with a pvi=4860.64ml. External and internal inspection of the suspect pump module did not find any issue that could contribute to the reported complaint. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040502 , a1801 , a0404 , g0405206 , g02017 , g04067, g0301201, c0601, cc23 , d15 , d01, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported heparin 25,000 units/250ml premix bag was programmed to infuse via interoperability at a rate of 14 units/kg/hr (10.346 ml/hr) at 5:42 am. At 2:12 pm the infusion was paused per protocol for one hour and restarted at 3:15 pm at a rate of 11 units/kg/hr (8.129 ml/hr). At 7:35 pm a new bag was hung, however a new bag should not have been needed at that time. At 8:28 the clinician sequestered a new device. Prothrombin time (ptt) levels were monitored. Patient had an abnormally high ptt of 124 seconds. Heparin was temporarily discontinued and restarted at a lower rate. Ptt levels remained within the normal range thereafter. It was reported by the customer that the medical administration record (mar) actions were not correctly documented which may have led to inconsistent volume calculations.